Event description:
Patient presented with an infection at the neck incision site. Physician referred patient to the surgeon who implanted the inspire system. Surgeon prescribed antibiotics. This resolved the issue.